Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected one sealed and one open or used reservoirs. Performed leak test and all reservoirs passed per specification. No leakage anomaly was noted during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.

Event description:
The customer reported that the reservoir was changed the night before and his glucose was high in the morning. Checked the insulin pump and found insulin in the reservoir compartment. The caller stated that insulin leaked past the o-rings. No further information was provided.